Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to upper and lower abdomen using coolmax applicator and to the inner thighs using coolfit applicator who developed paradoxical hyperplasia (pah/ph) four months after treatment, in (B)(6) 2018. Pah was diagnosed in the inner thighs, upper abdomen, and lower abdomen on (B)(6) 2018. Tissue presented firm and visibly enlarged. Upon msa review, pah confirmed only in the lower abdomen.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6) 2017 to upper and lower abdomen using coolmax applicator and to the inner thighs using coolfit applicator who developed paradoxical hyperplasia (pah/ph) four months after treatment, in (B)(6) 2018. Pah was diagnosed in the inner thighs, upper abdomen, and lower abdomen on (B)(6) 2018. Tissue presented firm and visibly enlarged. Upon msa review, pah confirmed only in the lower abdomen.

Manufacturer narrative:
Corrected data d1 - brand name.